Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1, g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photo provided. The most likely cause for the reported failure can be attributed to user error. Per dfu-0215-7 rev 0 section f. Precautions- 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately.

Event description:
On 05/02/2023, it was reported by a sales representative via sems that an ar-8500td torpedo shaver blade snapped off into two pieces. This occurred during a rotator cuff repair on (B)(6) 2023 the blade broke into 2 pieces inside the patient and debris was produced. The pieces were removed by hand. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.